Manufacturer narrative:
(B)(4). The analysis found that one pce45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the knife did not return to home position after the first firing on the pulmonary parenchyma. The cartridge was blue. The knife was returned with the manual override lever. The doctor did not try using the knife reverse switch. The deployed staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that a motor sound had been felt slow and weak.